Event description:
An ng tube was placed in an elderly pt due to poor oral intake. The tube was placed by a nurse and tube placement was verified by 3 nurses using auscultation. The pt went into cardiac arrest 3 hrs after tube placement. CPR was initiated and 911 was called. Approx 100 cc of an enteral feeding solution had been infused. The pt was transported to the hosp where a tracheostomy was performed and bilateral chest tubes were placed. The pt expired at approx 10:00 pm. An autopsy was performed and showed to perforations in the lungs, one on each side. Rptr has been unable to obtain a copy of the autopsy report as the case is in litigation, thus it is not possible to determine where the perforations were located or how they were made. One pt involved.